Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the system stopped working. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be activation of the collision protection device. When the service engineer (cse) arrived on the site the system was locked up and would not move or perform x-ray imaging. An analysis of the log files showed that the collision protection device on the flat panel detector of plane b was active. Therefore, automatic movements were prohibited. The user tried to resolve this issue by rebooting only the stand control unit (scu). With such a restart, the vci driver (a software component running on the real time controller (rtc) which is responsible for the can communication within the system) is reset. Due to a timing problem the vci driver had an error resulting in the complete collapse of the can communication of the system. The system was not able to move and perform x-ray imaging. The cse power cycled (switch off/on) the system and it booted up properly. After the power-cycle the issue did not reoccur. No further corrective action in the field is planned at this time.